Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced fatigue and presented to the clinic. Upon interrogation, the right ventricular lead exhibited noise, low impedance, high threshold and loss of capture. Clavicular crush was suspected. The lead was capped and replaced on (B)(6) 2015. The patient was fine.